Manufacturer narrative:
Continuation of d10: product ID ev240163 (serial: (B)(6)); product type: 0264-lead-hv; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an alert triggered due to oversensing with noise on the extravascular implantable cardioverter defibrillator (ev-ICD). Upon review, it was suspected that the patient had been treated for episodes of ventricular tachycardia (vt) but the rhythm was suspected to be supra ventricular tachycardia (svt) and therapy was suspected to be inappropriate. The current wavelet configuration was thought to not be seeing all of the beats so the device detected the episodes as noise. The device remains in use. No further patient complications have been reported as a result of this event.